Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 5/11/2020, electrode belt- 6/13/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and had lost consciousness prior to passing. Review of the patient's download data revealed that on the day of passing, the patient received four appropriate treatments from the lifevest. At 6:02:31, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 190 bpm, and the post-shock rhythm was vt at 130 bpm. At 6:08:18, the patient's rhythm was vt at 170 bpm with response button usage. It is not known who was pressing the response buttons. At 6:18:28, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 160 bpm, and the post-shock rhythm was vt at 150 bpm. At 6:18:50, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 160 bpm, and the post-shock rhythm was vt at 160 bpm. At 6:19:16, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 160 bpm and the post-shock rhythm was vt at 150 bpm. At 6:19:37, the electrode belt was disconnected while the patient was in vt 150 bpm. It is not known who disconnected the belt. It was reported that hospital staff attempted to resuscitate the patient but they were unsuccessful.